Event description:
A customer reported that an abo mistype occurred with a known b positive donor sample.

Manufacturer narrative:
The unexpected positive reactivity was not observed after the vial of anti-a reagent was replaced with a different vial from the same lot on the galileo. The product is performing according to specifications.